Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. No false high result has been reported out of the lab. When repeated, the sodium results were lower. There was no impact to patient treatment.

Manufacturer narrative:
Prior to this event, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and aligned the mc sample probe. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.